Event description:
Customer's family member called to report while customer was at the school, stress was placed on the luer connection outside of pump and the reservoir door opened. Insulin was injected. Low bgs were treated all day. Also, it is not known if the door was loose as the pump is customarily worn in the leather case. However, not on this particular day.